Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that lead was attempted but not implanted due to noise and helix extension issues. Lead was then successfully replaced. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again.